Event description:
This event was reported as valve explanted at implant due to leaflet deflecting and causing a leak, as seen off-pump. Valve was implanted into a conduit of unknown model/brand. No further info was provided.